Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a carto® 3 system and noise was observed on all channels. The pin box was reported to be faulty, causing noise on all channels and in both systems, ep recording and carto 3. The procedue was completed conventionally with no patient consequences. The physician did not have an available signal to monitor patient's heart rhythm. Due to this, it was determined for this event to be reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a supraventricular tachycardia procedure with a carto® 3 system and noise was observed on all channels. The pin box was reported to be faulty, causing noise on all channels and in both systems, ep recording and carto 3. The procedure was completed conventionally with no patient consequences. The physician did not have an available signal to monitor patient's heart rhythm. Due to this, it was determined for this event to be reportable. The investigational analysis has been completed. The account received a new pin box. The problem was related to defective pin box. The system is ready to use and functional. A device history record (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment. Management is notified of failure analysis through the monthly trending reports. No significant trends have been identified at this time; therefore no CAPA activity is required. The customer complaint was confirmed.